Event description:
Physician reported left side capsular contracture, baker grade ii diagnosed by ultrasound examination and confirmed by computer tomography approximately 13 years post implantation. During explantation, rupture noted with "total shell absence of the upper part of the implant". Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: two curved sharp openings with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification), nicks and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: two sharp openings with localized stresses induced assessed as surgical impact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade ii diagnosed by ultrasound examination and confirmed by computer tomography approximately 13 years post implantation. During explantation, rupture noted with "total shell absence of the upper part of the implant." Device explanted.